Event description:
The account alleged the brakes would not lock. No pt impact.

Manufacturer narrative:
The technician found the brake was not set in lock position. The technician placed the brake in locked position and inserviced the account on the brake function to resolve the issue.